Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer, (B)(6), reported via sales rep, (B)(4) that while carrying out a 4:1 distal femur, 4 cuts were made, and at the next stage of putting the femoral trial on, the surgeon, (B)(6) noticed that it was fitting loosely. Customer added that the surgeon then downsized to a size 9 femoral component which fitted ok and was used to complete surgery successfully. The customer further added that the surgeon believes there has been a mismatch between the cuts made using the block and the inner geometry of the femoral component. No adverse consequences were reported.